Event description:
A ventilator was returned to the manufacturer's service center for service. There was no report of patient harm or injury. During the evaluation of the device, an issue with the active exhalation control module was observed. The active exhalation control module was replaced to address the issue. The device has evidence consistent with the device being dropped.